Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the customer's blood glucose ran high. The blood glucose reading was 260 mg/dl. The insulin pump had also alarmed for a low battery and failed battery test. The customer was treated with the insulin pump. The caller was advised to monitor the insulin pump and was sent a new battery cap. The insulin pump was not replaced or returned.